Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "their implants have seepage but the doctor said that the seepage is contained and the body will make a natural cellular barrier". Manufacturer of the device is unknown. Device remains planted. This record is for the left side.

Event description:
Patient reported "their implants have seepage but the doctor said that the seepage is contained and the body will make a natural cellular barrier". Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.